Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tthat the customer had a motor error alarm during changing battery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to revert to a back up plan and send to us phone number to connected with him to explained what to do.